Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012643472 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink and twist at approximately 1.24 inches from the tip. The steering mechanism and deflection test revealed the sheath tip would not return to its original position. In conclusion, the reported issue (when adjusting the branch, it failed to return to the original position after bending) was confirmed through analysis and the sheath failed the returned product inspection due to a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath experienced steering issues as it failed to bend. The sheath was replaced which resolved the bending issue, but when adjusting the branch, it failed to return to the original position after bending. The sheath was subsequently replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.